Event description:
It was reported that the implant was removed due to pain.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 4310. One imp,tsv,4.1,10,mtx,mg (tsvt4b10) was returned for investigation. Implant had signs use. Bone debris on external threads. Measurements match drawing. No damage identified or signs of malfunction that would contribute to the event. Based on the evaluation and dimensional analysis, device malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse events or actionable trends for the reported event or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the lot number (1251404) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All sterilization activities were conducted with no nonconformities per sterilization record ((B)(4)). Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot number (1251404) for similar events (complaint category keywords: pain) and no other complaint was identified. The device could not be functionally tested for the reported failure (pain). The reported event could not be recreated. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is patient specific issue (i.e. Allergies, reactions) or improper techniques used during placement. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.